Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the insertion tube petals were flared open on six tampons and the top of the tampons were exposed. She did not use the tampons.